Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose and high blood glucose. The customer's blood glucose was 45 mg/dl at the time of incident and 120 mg/dl at the time of call. The customer was also recorded with over 300 mg/dl blood glucose. The customer stated that he usually treat his low blood glucose with glucose tablets or candy. The customer experienced mental confusion, inability to follow simple commands, weakness and fatigue because of the low blood glucose. The customer stated that the drive support appeared normal. The customer stated the insulin pump was not exposed to high magnetic fields. The customer also stated that the insulin pump have correct settings and programming. The customer accepted to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.